Manufacturer narrative:
(B)(4). Date sent: 4/1/2020. H2: additional information received: per affiliate, device was not returned on (B)(4). H10=corrected data= d10; h3; h6. D10: device available for evaluation? No. H3: device evaluated by manufacturer? Not returned to manufacturer. H6: method codes: device not returned. H6: result codes: no findings available. H6: conclusion codes: cause not established.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2020. H2: additional information received: additional information was reported on 3/19/2020 that no device had yet been returned for (B)(4) (and instead the device returned was for another file), so a correction was sent on 4/1/2020 (3005075853-2020-01484). On 4/7/2020, additional information was reported that the device originally received on 3/4/2020 for (B)(4), was confirmed to be the actual device for this complaint, (B)(4). The device analysis was moved to this file. Investigation summary: the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 12 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t93r1v. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that during a colon resection, the fired clips were malformed over a vein. Surgery was delayed five minutes due to the event. A new clip applier was opened. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences.